Event description:
A nurse reported that some functions of a footswitch did not work during a cataract surgery. Additionally, when 'polishing' the posterior bag and removing the viscoelastic with an irrigation/aspiration (I/a) bi-manual handpiece, the capsular bag was sucked by the handpiece. The staff disconnected a tubing and they were able to release the handpiece from the bag with no patient harm. The procedure was completed successfully. The use of the footswitch was not necessary at that stage of the surgery. No additional information is expected.

Manufacturer narrative:
A service visit was performed. A cable was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Manufacturer narrative:
Evaluation summary: the system met specifications at the time of release. A footswitch cable was received for evaluation. A visual assessment of the returned sample did not reveal any non-conformity. The returned footswitch cable was connected to a footswitch and a calibrated infiniti system. The system was turned on and allowed to boot. The system successfully booted. The footswitch switches were activated and the footswitch treadle was pressed up/down. The system responded the footswitch actions normally. While activating the footswitch switches and pressing the footswitch treadle, the returned footswitch cable was wiggled in different directions. The system responded the footswitch actions normally. The footswitch buttons on the system was programmed to activate the surgical steps via the footswitch switches. Again, the system responded to the footswitch actions normally. The returned footswitch cable functioned normally. Therefore, the root cause of the reported event cannot be determined conclusively.